Event description:
This is filed to report loss of fluid column. It was reported that during preparation of the steerable guide catheter (sgc), during insertion of the dilator into the sgc, a loss of fluid column was noted. The device was not used, and a replacement was used to complete the procedure. All steps performed per instruction for use (IFU). No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported loss of fluid column during prep was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported loss of fluid column during prep was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.